Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 406 mg/dl and low blood glucose level of 53 mg/dl. The customer experienced different blood glucose level of 353 mg/dl and 126 mg/dl. The customer was treated with carpi sun for low blood glucose and with bolus for high blood glucose level. Troubleshooting was declined by the customer for high blood glucose level and low blood glucose level. The product will not be returned for analysis.